Manufacturer narrative:
Additional information: b5.

Event description:
New information states that the issue was noted via remote transmission and was not resolved. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited ventricular under-sensing.